Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that customer experienced high blood glucose. Customer's blood glucose was 400 mg/dl. The customer stated that they were using insulin pump system within 48 hours. The customer declined to troubleshoot for the high blood glucose incident. Insulin pump passed self test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. On (B)(6), 2022 custer called to report that meter is sending readings and they cant deliver bolus - high blood glucose's/diabetic ketoacidosis. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. The pump communicated properly with the test bg meter. The test value of 230 mg/dl was sent by the meter and received by the pump. Using the bolus wizard feature and 4 gram of carbs, the recommended bolus amount was 1.0 units. The insulin pump was able to delivered the 1.0 unit bolus. No bolus anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at the battery tube side, stained serial number label, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The insulin pump passed the functional testing. Unable to confirm alleged high blood glucose's/diabetic ketoacidosis. No bolus anomaly noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.